Manufacturer narrative:
The insulin pump was received with a cracked case at at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had cracks on the insulin pump. Customer's blood glucose level was 119 mg/dl. Customer stated that the damage was on the right hand side of the pump above the arrows. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.